Event description:
The MFR rec'd info alleging an everflo oxygen concentrator had damage to the power cord. There was no report of pt harm or injury. The device has not been returned to the MFR for evaluation. A follow up report will be submitted when the MFR has completed the investigation.